Manufacturer narrative:
Concomitant medical products: dtpb2q1 crt-d, implanted: (B)(6) 2021; 439878 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the chronic right ventricular (rv) lead pacing impedance dropped to below the lower impedance alert threshold. Approximately twelve days later, the rv lead superior vena cava (svc) coil impedance measurements were high and low, triggering an audible alert tone. The patient was seen and pocket manipulations were performed. There were a few high svc coil impedance values observed and then the values were consistently within range. Further testing was performed and variable svc coil impedance measurements were seen. A suspected svc coil fracture or a setscrew issue with the cardiac resynchronization therapy defibrillator (crt-d) svc port was noted. The svc coil was scheduled to be turned off and the rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.